Event description:
(B)(6) was diagnosed (B)(6) dental with several cavities and several teeth that needed to be extracted. Instead, ms. (B)(6) went to (B)(6) dental, (B)(6) and had all her teeth removed and upper/lower dentures placed. Ms. (B)(6) then complained bitterly that the upper/lower dentures do not stay in and were useless. At this point, the only solution are implants in the jaw to help with stability of the upper/lower dentures. A thorough exam and full mouth radiographs were taken at (B)(6) dental (B)(6) 2014. Quite a few teeth could be salvaged and could have been kept. (B)(6) dental decided to remove all teeth and place upper and lower denture. (B)(6) dental does wholesale extractions, whether, necessary or not. (B)(6) dental extracted all teeth on (B)(6) 2015, and placed a completely worthless upper and lower denture, for (B)(6). The tragedy is quite a few teeth could have been saved, and ms. (B)(6) would not be in this predicament.